Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient alleged product issue began on (B)(6) 2011, at 07:00pm. The patient reported that she manages her diabetes with insulin (no adjustments). The patient advised that she made no changes to her diabetes management due to the issue. The patient reported that on (B)(6) 2011 at 09:00am that she started "shaking" due to the product issue. The patient denied receiving any form of treatment. During troubleshooting, the patient reported that misuse of the meter had occurred as she spilled coffee on the subject meter. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.